Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens procedure that the lens was too stiff and did not unfold from the preloaded device. The surgeon exchanged the device and completed the procedure. There was no patient impact.

Manufacturer narrative:
Only the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was not returned for evaluation. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Root cause: the iol was not returned for evaluation. No problem was found with the returned ultrasert device. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported unfolding issue may be related to a failure to follow the dfu. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the acrysof® iq aspheric intraocular lens with ultraserttm preloaded delivery system dfu, only qualified viscoelastics ¿ discovisc, viscoat or provisc must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the acrysof® iq aspheric intraocular lens with ultraserttm preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).